Manufacturer narrative:
Investigator has indicated that the event is not related to the device.

Manufacturer narrative:
Patient had a history of hypertension and hyperlipidemia. During the index procedure a second resolute integrity device was implanted in the lad. Cardiac arrest was as a result of bradycardia which had been triggered by ventricular tachycardia. The death was associated with an mi. (B)(4).

Event description:
During the index procedure the patient had one resolute integrity device implanted in the distal cx. It was reported that after the procedure the patient was still in a difficult condition and remained on intra-aortic balloon pump and catecholamine. It was reported that arrhythmia (af) developed with aggravation of bilateral pleural effusions, this was followed by multiple organ failure. 8 days post index procedure, the patient died from cardiac arrest. Cec assessed the death as cardiac death.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure ¿ (death) evaluation codes, conclusions: inherent risk of procedure ¿(B)(4).

Manufacturer narrative:
Cec have adjudicated that the death was not related to the study device.